Manufacturer narrative:
Age at time of event, corrected data: follow-up report #1 inadvertently left out "(B)(6)". Date of event, corrected data: follow-up report #1 inadvertently left out "(B)(6) 2018". Relevant tests/laboratory data, including dates, corrected data: follow-up report #1 inadvertently left out the impedance values.

Event description:
The suspect generator was received by the manufacturer. Generator product analysis was completed. The generator was returned due to a report of detachment of components. The septum was inserted into the septum cavity when received. The septum showed damage by the set-screw being backed out too far. Visual examination revealed small pieces of silicone rubber in the hex head of the set-screw. The bottom of the set-screw had marks from being secured on a lead. Examination of the set-screw revealed that the top of the hex head was slightly damaged, but not rounded out, which was likely due to numerous attempts to tighten the set-screw. The cored septum and septum material in the setscrew socket could potentially lead to inability to obtain a secure connection to the lead and possibly result in the observed high impedance. A bench lead was inserted into the generator header cavity with no difficulties. Diagnostics were as expected. The decoder diagnostic logs show high impedance observed on the date of implant, which did not resolve. The impedance value, while remaining high, fluctuated vastly following implantation, which is indicative of incomplete lead pin insertion. The generator performed according to functional specifications. Other than the noted condition, there were no adverse functional, mechanical, or visual issues identified with the generator. The detachment of the set-screw was reported in mfg. Report #1644487-2018-02332.

Event description:
It was reported that high impedance was observed on the patient's newly implanted vns generator. The patient had underwent vns generator replacement surgery approximately a week prior due to prophylactic reasons. The diagnostics post-operatively were within normal limits. The patient's neurologist stated that no problem with the lead was seen on x-rays and that there was no scarring present at the replacement surgery. The vns generator was not programmed on. It was later reported that the septum plug fell out of the patient's replacement generator during surgery, which is captured in mfg. Report #1644487-2018-02332. While the detachment of the septum plug could have been a contributing factor to the observed high impedance, there has been no indication to date that high impedance was the result of incomplete lead pin insertion and, therefore, the detachment of the component will be housed in a separate report. It is unclear if the septum plug was reinserted or left off of the implanted generator. The x-ray image was reviewed by the manufacturer. The placement of the m1000 generator per labeling could not be assessed due to the limited view of the x-ray image provided. Due to the angle of the image, it was unable to be assessed whether the lead pin is fully inserted. The feedthru wires appear to be intact. Only the portion of the lead immediately adjacent to the generator was visible in the x-ray image provided. The review was unable to assess if strain relief and tie-downs were present and placed according to labeling due to the limited view of the x-ray image provided. No apparent sharp angles or gross fractures were identified in the visible portions of the lead. However, a segment of the lead is behind the generator and the lead portions not visible in the image provided could not be assessed. Based on the x-rays received, the cause for the high impedance could not be determined. The presence of a fracture or micro-fracture in the lead cannot be ruled out. The patient underwent vns generator replacement surgery. The explanted product has not been received by the manufacturer to date. No additional relevant information has been received to date.